Manufacturer narrative:
Product ID 977a290, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for head/neck (non-malignant) and spinal pain. The patient reported that she didn¿t know if she was having issues or not. The patient reported that where the wires were in her head it felt like electric static and where the ins was located in her buttock it felt like electric static. The patient reported the it felt like she touched electric hot wires. The patient reported that she didn't know of the wires were out or what. The patient reported that its not feeling right and it's not the same as what it was. The patient reported that she had a neurology appointment and wanted to know if a manufacturer¿s representative (rep) could come check her device for this issue. There were not falls or traumas that could be related to the issue. There were no recent medical procedures that could be related to the issue. No further complications were reported.

Manufacturer narrative:
Fdd (B)(4) applies to the lead (977a290) and the ins (97702) fdd (B)(4) applies to the ins (97702). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reiterated that the patient was feeling electric sensations at the ins site and the lead tip. The patient stated that the stim was working wonderfully and keeping their headaches at bay but that they were disappointed with their pocket placement as it was at their waistline. The patient was feeling the electric sensations at the ins site and lead tip when ever pressure was applied to each site. The patient was unable to sleep with a pillow due to pain in the occipital region over the lead. It was noted that their was a bit of swelling at the occipital site but that the surgical doctors said it was fine and that there was no redness. The patient had 2 programs that helped with the headaches but both gave the stinging sensation when pressed to the rep programmed another group that resulted in no stinging sensation in the occipital region, and only in the ins site so they believed that they should not be able to sleep with a pillow. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient via the manufacture representative reported that the patient still had some swelling and pain to the touch over the occipital lead. It was noted that the stimulation had completely taken the patient's headaches away. It was also noted that the patient feels soreness over the ins site when they sit for long periods of time, but no action was being taken at this time to address this issue. No further complications were reported.

Manufacturer narrative:
Continuation of medical devices: product ID 977a290, serial# (B)(4), implanted: (B)(6) 2017, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 29-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for head/neck (non-malignant) and spinal pain. The patient reported that she didn¿t know if she was having issues or not. The patient reported that where the wires were in her head it felt like electric static and where the ins was located in her buttock it felt like electric static. The patient reported the it felt like she touched electric hot wires. The patient reported that she didn¿t know of the wires were out or what. The patient reported that its not feeling right and its not the same as what it was. The patient reported that she had a neurology appointment and wanted to know if a manufacturer¿s representative (rep) could come check her device for this issue. There were not falls or traumas that could be related to the issue. There were no recent medical procedures that could be related to the issue. No further complications were reported.